Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A nurse reported locking lever on the aberrometer was broken. Nothing was broken on the microscope. Site is still able to use the system. Additional information has been requested.

Manufacturer narrative:
He manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, surgery was able to be completed and there was no patient impact.

Manufacturer narrative:
Additional information provided. The company service representative examined the system and confirmed the reported event. The dovetail locking mechanism was replaced to resolve the issue. The aberrometer was realigned to the microscope. The system was then tested and met all product specifications. The root cause of the dovetail locking mechanism breaking is likely attributed to use/handling. However, with the information provided this is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).